Event description:
It was reported that the haptic of the intraocular lens (iol) bent over incorrectly during implantation. There was contact with patient's left eye that it was inserted and removed during the same procedure. Vitrectomy and sutures were required. The outcome did not significantly interfere with patient's activities of daily life. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 28, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Visual inspection under magnification revealed that the lens was received with a damaged haptic. The lens was cleaned and no further issues were identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two additional investigation request (ir) for this production order number has been received, however, complaints were not confirmed based on the investigation and no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.